Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021 at 6:30 pm, the patient's daughter noticed he was having incoherent speech and his legs were shaky. The daughter noted that he was having a hypoglycemic episode and gave him food and glucose gel. The cgm was showing 58 mg/dl but no bg reading was taken during that time. The patient was conscious the entire time. About an hour later, seeing no improvement of the patient¿s condition, the daughter called paramedics. The paramedics checked a bg reading which was 32 mg/dl, while cgm was at 60 mg/dl. He then was taken to the emergency room (ER) and treated with an unspecified IV. At the time of the report the next day he was recovering and stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.